Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an infection of the device pocket was noted. The physician explanted and replaced the entire system. The patient was in stable condition.